Manufacturer narrative:
The device was returned and evaluated. The evaluation results are as follows: the root cause for the v-go becane loose could be determined as the complaint could not be confirmed.

Event description:
The patient reported that the v-go she was wearing became loose after only having it on for 23 hours. The patient also mentioned when the v-go started to become loose when it was half on and half off and that the needle hurt her.